Manufacturer narrative:
Device evaluation summary: electrode belt sn: (B)(4) and monitor sn: (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Device manufacture date: monitor - 12/19/2013; belt - 10/2/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly at home and in bed at the time of passing. The patient's son in law heard the lifevest alarming and attempted to wake the patient up but was unsuccessful. Review of the patient's download data revealed that prior to passing, the patient was treated by the lifevest. At 8:05:33 am, the patient received a treatment from the lifevest. The patient's rhythm at the time of the treatment, and post-shock was asystole with low amplitude cardiac sensing. Low amplitude cardiac sensing contributed to the false detection. The response buttons were not pressed during the event. The patient's family reportedly attempted CPR on the patient.